Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 432 mg/dl. Customer treated with an injection. Customer stated that the alarm occurred during manual prime and the issue has been resolved. Troubleshooting was performed and the insulin did exit the tubing. Customer stated that the pump did not alarm no delivery during manual prime. Customer was advised that the pump was working as designed.